Manufacturer narrative:
For one event the investigation determined that based on acceptable calibration and qc a general reagent issue can be excluded. The investigation determined based on available literature that both drugs or a single drug would not have an effect on the biology of thyroid hormones. The investigation did not identify a product problem. The cause of the event could not be determined. For one event the investigation determined that from the information provided a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. For one event the sample was provided for investigation. The investigation reproduced the results that were generated at the customer's site. No interferent could be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for the events were not provided no devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Erroneous non-reproducible results were generated by the cobas e 411 immunoassay analyzer, cobas 8000 e 602 module, and cobas 6000 e 601 module. The events involved a total of 3 patients with erroneous elecsys ft4 ii assay results. One patient's age was (B)(6). The other patients' ages were requested but were not provided. One patient's weight was (B)(6). The other patients' weights were requested but were not provided. One of the patients was a male. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.